Event description:
New information received notes the patient came to the clinic on (B)(6) 2021 and the implantable cardioverter defibrillator (ICD) was programmed to resolve post paced t-wave oversensing. There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6) 2021. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was post paced t-wave oversensing on the ventricular channel. The programming changes were recommended but were not performed at this time. There were no adverse consequences to the patient.